Event description:
Customer indicated adjustment intercept values not meeting guidelines on immulite 2000 xpi when using thyroglobulin kit lot 433. Quality control (qc) is acceptable so the customer continued to run the assay and report results. There are no known reports of patient intervention or adverse health consequences.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report adjustment intercept values not meeting guidelines on the immulite 2000 xpi when using thyroglobulin kit lot 433. There was no patient data provided. There are no known reports of patient intervention or adverse health consequences due to the adjustment intercept values not meeting guidelines. Siemens healthcare diagnostics further investigated the issue and has confirmed the potential for functional sensitivity to not meet instructions for use (IFU) claims with thyroglobulin kit lots d431-d436 (us) and kit lots 431-436 (outside the us). Investigation has also demonstrated that immulite thyroglobulin control module control level one may result outside of published ranges. Per good laboratory practice, patient results should not be reported when controls result out of range. When control results are in range, users may observe increased imprecision with low level patient samples. An urgent medical device correction (umdc, letter imc23-04.a.us) was sent to us customers (B)(6) 2022, and an urgent field safety notice (ufsn, letter imc23-04.a.ous) was sent to outside the us (ous) customers on (b)(2022. The umdc and ufsn explain the potential for functional sensitivity not meeting IFU claims and increased imprecision with patient samples with low level patient samples.